Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet required a factory reset after the user and trainer identified frequent under-reporting of meal size, with lunch announcements recorded as smaller than usual a substantial proportion of the time, prompting troubleshooting and education and re-setup of the system including a completed supply change and initiation of dexcom g7 sensor. Symptoms included no reported adverse clinical effects. Outcomes included successful device setup guidance with plans for the user to enter weight after sensor pairing and to call back if further assistance is needed. Customer care provided guided troubleshooting, user education on meal announcements, and device setup support. Investigation of this case revealed user-related use pattern contributing to incorrect meal size announcements, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement practices.